Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. Signs of use were observed on the guide wire surface. Visual analysis revealed that the guide wire was kinked towards the distal end of the body, which resulted in the distal j-bend to also be misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were full and spherical. The kink on the guide wire measured 589mm from the proximal weld. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was advanced through the returned arrow raulerson syringe (ars) and 18ga introducer needle subassembly. Despite the kinking, the guide wire passed through both components with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis revealed a kink on the guide wire towards the distal end. Despite the kinking, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, during catheterization performed by the anesthesiology department, the swg was found kinked during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, during catheterization performed by the anesthesiology department, the swg was found kinked during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".